Event description:
It was reported that low output current resulted after running auto-stim diagnostics. It was stated that diagnostics were performed again, and the issue resolved. No additional or relevant information has been received to date.

Manufacturer narrative:
Name and address; corrected information; initial MDR submitted incorrect initial reporter¿s name and address. Occupation; corrected information; initial MDR submitted incorrect initial reporter¿s occupation.

Event description:
Information was received confirming the initial reporter of the event. Multiple attempts for additional information and exported vns tablet data have been made but remain unsuccessful to date. No additional or relevant information has been received to date.